Event description:
A patient's mother reported that her son was unable to speak for 6 months after his vns lead and generator explant surgery. The patient's mother believed that something went wrong while the surgeon was near the patient's neck incision site, causing the patient to awake from surgery without a voice. Follow-up with the explanting physician's office indicated that the patient experienced left vocal cord paralysis after explant surgery. The patient was referred to an ent surgeon as medical intervention for the paralysis, but the type of intervention taken was not reported to the manufacturer by the explanting physician. No additional relevant information has been received to date.

Event description:
The ent physician reported that the patient's vocal cord paralysis was confirmed two months after explant surgery. The patient was monitored and reevaluated multiple times over a period of seven months and experienced continued improvement towards the end of the monitoring period. No other medical interventions were necessary. No additional relevant information has been received to date.